Event description:
It was reported that the patient was implanted two days before the reported event. It was reported ¿ it¿s not working and can¿t feel any stimulation.¿ it was noted that the patient was on program a and could not feel stimulation. It was also noted that program a should be for the right leg. It was reported that the stimulation was too high when the patient changed to program b. The patient was able to decrease the stimulation. It was reported that this program was supposed to be for the patient left leg which the patient felt a tiny bit but more in the right leg. The patient was encouraged to contact healthcare provider and informed healthcare provider of the symptoms the patient had experienced and to keep a diary of setting to bring to next appointment. It was noted that the patient had an upcoming healthcare appointment. It was reported that the patient was given no instructions on the device. It was noted that the patient does not know when to charge. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).